Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Reliability complaint was received with return of the device. Failure (event) observed during analysis. Analysis found external insulation abrasion at 7.0 cm from the connector pin consistent with friction to ICD can. The ptfe cables were compromised and the outer coil was partially melted.

Event description:
This report is to advise of an event observed during analysis.